Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 111868: (B)(4) items manufactured and released on (B)(4) 2011. Expiration date: (B)(4) 2016. No anomalies found. To date, (B)(4) stems of the lot have been already sold without any similar event. On (B)(4) 2015 the medical affairs director made the following comment: fracture 3+ years after primary implantation. Revision necessary because fracture was extended, no cerclage or other fixation option was viable. No description of the event is available, but it is rather natural to infer that it was a traumatic event, therefore not device related.

Manufacturer narrative:
On 27 august 2015 it was prepared a final report with the information already submitted in the initial report. On 31 august 2015 the report was sent to the initial reporter and the case was closed.